Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a power error alert and has been occurring every hour ever since the error started. The patient's blood glucose level was 16 mmol/l at the time of the call. The customer was assisted with the reservoir and tubing process which resolved the power error issue. The customer will monitor the insulin pump. The customer did not return the product back for analysis.